Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be removed correctly. The anastomosis was damaged and it took a new device to create a new anastomosis. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.